Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg was inoperable. It was also reported the patient stated he usually recharged the device once a week and he turned the ipg on during the day and turned it off at night. The patient stated one day he attempted to turn the device on, but was unable to establish communication between his ipg and external devices. The patient's programmer also reflected a communication error. The patient reported he had been without stimulation since (B)(6) 2015. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where his ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.